Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital due to severe coughing and phlegm. The patient experienced dizziness and shortness of breath after receiving chest repercussion therapy. Upon interrogation of the device, an error message was observed which was likely due to the device resetting after electromagnetic interference during the chest repercussion therapy. The device was reprogrammed and the patient was discharged home.